Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the root cause could not be conclusively determined. It is likely the reported event occurred due to the use of excessive force from improper handling. Olympus will continue to monitor field performance for this device.

Event description:
The reported issue was found while cleaning the device after a therapeutic procedure. The device was inspected before use.

Manufacturer narrative:
The device evaluation confirmed the customer¿s reported issue. The evaluation also noted the rigid outer tube is dented. A review of the manufacturing and quality records (DHR) for the affected serial number was reviewed without detecting any non-conformities or deviations regarding the described issue. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The customer returned the ¿ultra¿ rigid telescope for repair of ¿damage to the light guide cable connection¿. The customer reported problem was found after an unspecified surgery. There was no delay or effect on the procedure and no harm to the patient reported. The device evaluation identified a reportable malfunction as the light guide post was found detached from the scope.